Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included repositioning the lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was loss of pain control. The patient reported that she had not been getting stimulation to her pain areas and has had poor pain control. The patient was reprogrammed but had not been successful. Interventions included repositioning the entire system. Interventions included reprogramming the entire system. The event resulted in an unscheduled clinic or office visit. The patient reported a loss of stimulation/pain recurrence. Imaging showed lead migration from t7 to t8. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). The outcome was resolved without sequelae.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# va0tz8v036, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a lead revision and overdischarged device. A consumer was not getting adequate pain coverage, so both leads needed repositioning. When the representative met with the consumer pre-op to do a lead check (impedances), the representative found the battery was in overdischarge. The consumer quit using stimulation because it was not where she wanted it; she also quit charging her battery. Impedances were checked intra-operatively and all were within normal limits. The leads were repositioned for much better coverage. Information received from the consumer reported her leads quit working a year ago, they fell, and she did not know what else happened, except that they redid the leads and sent her home. The consumer stated she was getting stimulation, but not high enough so they had to redo them. She noted she had to recharge, but could not get the battery to charge and saw the poor communication screen on the patient programmer and the reposition screen with the recharger. Information received from a manufacturer representative reported that the consumer&#62688;pocket was opened up during the lead revision and was wondering if there was a time limit to wait before starting a physician mode recharge (pmr) on the consumer's device. Troubleshooting advised no charging on an unhealed wound until the physician deems the wound was properly healed. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.